Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient's charger was broken, shorted out and not charging her implantable neurostimulator (ins) and completely dead. The patient service stated to patient that she has an ins which was not rechargeable but was able to clarify that patient's issue was with patient programmer (pp). It was noted that patient was currently not feeling stimulation. The patient stated she was instructed by representative when she had device implanted that when she stopped feeling stimulation, she should use pp to increase stimulation. The patient stated she was trying to use pp to increase stimulation but was having issues with pp. The patient was walked through using the pp and was not able to synch with ins using pp with antenna attached but was able to synch without antenna attached. The patient verified that stimulation was on and set at 2.0. The patient was walked through on increasing stimulation and was able to increase stimulation to 2.5 and was feeling stimulation. The indicated poor communication with antenna attached. The pp would not interrogate. There was no patient harm reported. The patient event date was reported as (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.